Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that a spark was created when a metal fork made contact with a metal pan and the patient felt "like a shock"; a blue light flashed, the patient stepped back, and then received a shock again. The patient was feeling fine the next day and has not seen a physician. The device remains in use. No further patient complications have been reported as a result of this event.